Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced recurrent hypoglycemia, with the most recent low occurring after a meal announcement; the user had been advised not to announce meals due to suspected high insulin sensitivity and to consult a trainer. Symptoms included blood glucose of 53 mg/dl with low glucose duration of approximately 45 minutes, recognized by device low and urgent low alerts, without loss of consciousness or other acute complications. Outcomes included self-treatment with oral glucose using juice and glucose tablets, no medical intervention, and assistance provided out of kindness rather than necessity. Investigation included troubleshooting and user education with assignment for additional training. Investigation of this case revealed an unclear cause of hypoglycemia in the context of user meal announcements and reported high insulin sensitivity, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.